Manufacturer narrative:
The customer's meter and test strips were received for investigation and were tested with quality control materials. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: customer strips: level 1: 41, 41 mg/dl, level 2: 293 mg/dl. Retention strips: level 1: 41 mg/dl, level 2: 293, 292 mg/dl. All returned results are within acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Event description:
The initial reporter received a questionable high glucose result from accu-check inform ii meter serial number (B)(4). At 6:00 am, the result from the laboratory was 55 mg/dl. Around 8 am, the patient was found unconscious. At 8:01 am, the patient was tested and the meter result was 159 mg/dl. The staff thought the patient might have experienced a stroke, so he was sent for an MRI. At 8:48 am, a laboratory draw was performed with a result of 20 mg/dl. Immediately after the laboratory result was reported, the patient was administered 1 mg glucagon. The patient immediately regained consciousness. The specific time the patient was administered glucagon was not available. The customer stated the patient was not administered the glucagon treatment earlier because of the 159 mg/dl meter result. The patient is currently doing fine.